Event description:
It was reported that during a lobectomy procedure, staples were malformed at 5th firing. There was a white plastic piece inside the jaw. Another like device was used to complete the case. There was no adverse consequence to the pt.